Event description:
Insufficient weight loss. There was no pt injury or medical intervention. The grambro technical services rep functionally checked the machine on 12/02/1998 and found no problem. It was not until a second incident on 12/04/1998 that the gambro techical services rep diagnosed a ultrafiltration pump failure upon the pump heating up (ref. MDR 1713683-0998-00201). The ultrafiltration pump was replaced.